Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device passed full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed several low battery warning and shutdown warning messages on the data logs that best aligned with the customer's report. The instances of power off events found were via button press or the battery was removed. The logs indicate that the device was not connected to ac power at any point for internal charging. It is normal operation for the device to display low battery and shutdown warnings when the battery being used needs to be replaced and recharged. It cannot be confirmed if the same battery was used for both cases or if they were charged prior to use as the battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.